Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had compromised force sensor system alarm. Customer stated that they were bale to clear the alarm but the insulin squirted out while fill tubing. Customer stated that the drive support cap was intact. Customer stated that there was no physical damage on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.